Event description:
Following a pelvic floor procedure a pt was hospitalized from 2004 to 1 week and from 2004 for 3 days with exposed mesh caused by an infected hematoma. The pt underwent daily bladder catheterizations, treatment with augmentin, and resection of the exposed mesh. By the 2nd day the event had resolved and the pt recovered.